Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows the site was not irrigated before closure and antibiotics were not prescribed pre-operatively. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is potentially due to the site not being irrigated before closure and antibiotics not being prescribed pre-operatively (user error - clinician).

Event description:
The patient reported a possible infection and antibiotics were prescribed. The patient has healed and no revision/explant was performed.